Event description:
During a ptca/stenting treatment procedure the viva balloon lost pressure at 14 atm's on the third inflation and a rupture was suspected. (The initial inflation was to 4 atm's and the second inflation was to 12 atm's.) The pt was asymptomatic during this event. The lesion involved was a calcified lesion in the circumflex coronary artery. A multilink zeta stent was placed following the balloon rupture. The procedure was successfully completed. Pt status is reported as 'well'.